Event description:
The customer reported the ventilator alarmed exhalation valve stuck open. The customer reported the patient was removed from the ventilator and manually ventilated until another ventilator could be connected. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of vent inop 4007 exhalation valve stuck open occurrences was not duplicated. No fault was found on the returned exhalation valve & exhalation flow sensor. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed exhalation valve stuck open. The customer reported patient involvement with no harm to the patient.